Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a representative from their clinic told them "their wire going into the heart is not working properly." The patient reported they spoke to another clinic representative and were told that their "device is working fine." The patient noted they had an appointment scheduled with their cardiologist. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.